Event description:
A patient reported experiencing inaccurate erratic results with a otbe meter. The patient's blood glucose results were 60, 119, 244 mg/dl. Tests were done within 10 minutes with a difference of 110%. Patient did not experience any adverse events. No further information has been reported. Note-customer ate food and drank beverage following use of meter. Customer cleaning meter incorrectly.